Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station accessing the device with a password requires a witness. The technical support specialist (tss) had uninstalled the old lumidvcsvc version by opening the programs & features control panel, right clicking the lumidigm device service entry, and selecting uninstall. During the process, a popup regarding an unsupported version appeared, but the tss clicked ok and the uninstallation proceeded normally. The driver update was then installed by downloading the package from eft, transferring it to the station, extracting the archive, and running install lumishim.bat as administrator. A similar unsupported version popup appeared, which was acknowledged, and the installation completed successfully. The tss confirmed that the sensor was using the latest drivers by checking device manager, updating the bioid sensor driver, and verifying that windows reported the latest driver was already in use. The service lumidvcsvc was confirmed to be installed and running in services. Msc, and the station was rebooted. Subsequently, the customer had reported that device access using password required witness, and users attempting to log in continued to receive the error witness not recognised. The customer requested the fst to check the station, but the fse confirmed that the issue had already been resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a witness is required when accessing the device using a password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.